Manufacturer narrative:
Procode: dqx. PMA/510(k) number: pre-amendment. (B)(4). Additional information has been requested, but is unavailable at this time. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during exchange of a drainage catheter, a bentson straight fixed core wire guide separated. The separated portion of the device reportedly "went into the patient". There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Additional information regarding event details and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Additional information: b5: follow up information from the customer provided a fifty-eight year old male patient, with a history of prostate cancer, was undergoing a procedure to upsize an 8.5 fr drainage catheter (manufacturer unspecified) to a 12 fr macloc/dawson mueller drainage catheter due to poorly draining post-op collection. Resistance was encountered during removal of the complaint device through the 12 fr macloc/dawson mueller drainage catheter. The complaint device was not manipulated or altered prior to the procedure, and was not manipulated or removed through a needle. No kinking was noted. A n unknown 12fr dilator was in use. The tip of the wire guide separated during the procedure. It was reported that the separated portion of the complaint device was located in the drain and was not retrieved. The collection did not drain well and, reportedly, the separated wire tip "fell out" of the drain. A computed tomography (CT) scan on 28dec2018 and 01jan2019 showed that the tip of the wire was no longer in the drainage catheter, and remains in the left, right iliac fossa (rif) retroperitoneum. As a result of this occurrence, the collection was drained surgically and the broken wire tip was not found and is presumed to remain in situ. The patient will require magnetic resonance imaging (MRI) scans in the future for unrelated medical conditions and the complainant was seeking information regarding the compatibility of the imaging as it relates to this event. It has been reported that the patient has experienced stress and anxiety as a result of the event. It is unknown if the complaint device will be returned to the manufacturer to aid in the investigation of this occurrence. A request was sent to the customer asking if it is available for return. Imaging and procedure report has been requested from the complainant but not yet received. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation update: imaging review: as seen on the fluoroscopic images, and described in the complaint report, a bentson wire was used for a catheter exchange and upsize for a right retroperitoneal fluid collection. The initial contrast injection via another manufacturer's catheter demonstrates a large right retroperitoneal residual collection cavity. The catheter was removed over the bentson wire, uneventfully, without evidence of wire kinking or fracture at the time of removal. Prior to advancing the 12-french drainage catheter over the wire, the wire has a normal configuration without evidence of kinking or apparent fracture. The subsequent image demonstrates the distal 3 cm of the bentson wire extending out of the distal tip of a 12-french drainage catheter, which has not completely formed the pigtail type configuration. The 12-french drainage catheter was retracted partially, and the fractured wire tip appears to stay with the tip of the drainage catheter. The catheter is then advanced into the patient and the pigtail loop is formed leaving the tip of the wire still lodged within the distal portion of the catheter. There is no further description of the process which lead to this wire fracture in the complaint report except, "the tip of the wire guide separated during the process". Per the image review: ¿given the size of the collection cavity and the residual heterogeneous material centrally within the cavity, this is consistent with a large amount of residual debris either purulent material and/or residual necrotic tissue. It is not common that during catheter exchanges and wire manipulations within an abscess cavity that proteinaceous or fibrinous material adheres to a metal wrapped wire. As one attempts to retract the wire into the catheter tip, resistance can be encountered. If this resistance is met, typically repositioning of the drainage catheter and/or gently advancing and retracting the wire repeatedly will free the wire from this hang up and allow the wire to retract into the drainage catheter. However, if excessive force is applied to the wire attempting to forcefully pulled the wire past the level of resistance, this can result in fracture or unwinding of the wire if a coiled wire with inner mandrel is utilized. This situation can be avoided using a solid wire with a hydrophilic coating, such as a glidewire. In addition, as observed on the images submitted, the distal fractured fragment of the wire appears stuck within the distal tip of the drainage catheter. With multiple manipulations of the newly inserted 12-french drainage catheter, the wire fracture fragment appears to move with the catheter during each of these manipulations. Given this finding, this was the opportunity to remove the drainage catheter and wire as a single unit. This would have ensured the fractured wire fragment would not remain inside the patient, although, would have necessitated re-insertion of a new drainage catheter, and given the size of the cavity, would not have been difficult. Unfortunately, the operating physician left the fractured fragment within the distal tip of the drainage catheter and the complaint report describes the wire fragment became dislodged from the drainage catheter on a follow-up CT scan and remains in the right iliac fossa. This CT scan was not submitted for review. This is problematic as it may act as a nidus for future infections, and also limits the ability for patient to receive an MRI as the wire fragment is not MRI compatible.¿ given this new information and clinical imaging review, investigation has now concluded that this event can not be traced to the device but instead lies with the patient's condition, unintended use error, and adverse event related to the procedure. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information: imaging was provided by the customer.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, documentation, manufactures instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The specific lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, the customer complaint form includes two potential lot numbers, as such, a search for related complaints and nonconformances was conducted for both lots. The first lot revealed a nonconformance for a broken wire. The second lot search revealed three nonconformances: offset coil, relaxation incorrect, and broken wire. Although these nonconformances appear to be related to the reported failure, it should be noted that all affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. However, there is no IFU to review for this device. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.